Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: summary of evaluation: unable to duplicate reported issue, based on the previous repair and spare parts replaced in (B)(6) 2023, I have now replaced the motherboard assembly and processor fan. Completed full system restore 2.2.6.5.a software. Soak tested 24hrs ¿ sdc3 did not power down during this test period. Device will be shipped back to the customer. Probable root cause: dvi s-video composite cables and connectors, sources and sinks, sk28 system design, sk28 firmware , sdc3 application software, gravity workflow software application, software: sdc3 ipad app , use error , manufacturing service nonconformity. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.